Event description:
It was reported that the bd ultra-fine¿ insulin syringe had a "+" symbol printed at the end of the product lot number. The following was translated from japanese to english: customer reported that "+" is printed at the end of the product lot number. When opening the package, there was a "+" printed at the end of the lot number, and the agency became suspicious and contacted us. (The case arrived on november 2, 2023 (1 case contains 5 boxes). Lot number 3115753 is written on the case, but 2 of the 5 loose boxes contained products with lot number 3115753+.)

Manufacturer narrative:
H.6. Investigation summary: no samples were returned therefore the investigation was performed based on the photo(s) provided. Embecta was not able to confirm the customer-indicated issue. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe had a "+" symbol printed at the end of the product lot number. The following was translated from japanese to english: customer reported that "+" is printed at the end of the product lot number. When opening the package, there was a "+" printed at the end of the lot number, and the agency became suspicious and contacted us. (The case arrived on november 2, 2023 (1 case contains 5 boxes). Lot number 3115753 is written on the case, but 2 of the 5 loose boxes contained products with lot number 3115753+.)

Manufacturer narrative:
E1: initial reporter phone # (B)(6). E1: initial reporter fax # (B)(6). H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.